Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow up report will be submitted with all relevant info.

Event description:
It was reported that the bmw guide wire was used to deploy a xience, and during this, the guide wire tip was jailed between the stent and the vessel wall. The guide wire tip separated. An attempt to snare the tip was unsuccessful. The tip remains in the pt between the stent and the vessel wall. No add'l event or pt info was provided.

Event description:
During baxter's review of the event history for another report of a colleague infusion pump, it was discovered that failure code 511:320:658:0000 occurred during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version associated with this report is 6.13.92, categorized as remediated.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the guide wire was returned without any blood or contrast visible which is consistent with the guide wire being wiped down prior to shipment to abbott vascular for analysis. Analysis confirmed the reported guide wire tip separation as the shaping ribbon was separated from the tip ball, 3 cm distal to the center solder. The distal end of the shaping ribbon was in a cork screw shape for a length of 1.1 cm. Analysis also noted stretched and separated tip coils, 1.8 cm distal to the center solder. The distal end of the tip coils was not returned. There were several offset intermediate coils between the center solder and 2 cm proximal to it. The noted damage is consistent with interaction with other devices, use of the device/operational context of the procedure and shipment post procedure as no damage was noted prior to use. The sem (scanning electron microscope) suggests that the shaping ribbon may be attributed to torsional overload. The tip coil failure may be attributed to tensile overload. For the guide wire to fail in this manner the wire would be over bent by pushing or pulling or over torqued by turning and would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Patient anatomy, lesion morphology, and/or resistance between products can all be factors. Any attempts to move the wire in a trapped state could have then caused the reported tip separation. In this case, an additional therapy/non-surgical treatment was used in an attempt to retrieve the separated portion but unsuccessful. It was reported that the guide wire was trapped between the stent and the vessel wall which likely resulted in the reported guide wire tip separation. Per instructions for use (IFU), use extreme caution when moving a guide wire through a non-endotheliazed stent, or through stent struts in a bifurcated vessel. Use of this technique carries additional patient risks, including the risk that the wire may become caught on the stent strut. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine that cause under fluoroscopy and take remedial action as needed. In order to ensure that guide wire tip separation does not occur as a result of a product quality deficiency, manufacturing performs a non destructive tip pull test on each wire, and performs 100% visual inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. Overall, the reported guide wire tip separation, additional therapy/non-surgical treatment and device embedded in vessel appear to be related to operational context of the procedure and there is no indication of a product quality deficiency.